Event description:
Additional information received from the consumer reported that they met with a manufacturer representative who adjusted their settings. The issue was resolved completely.

Manufacturer narrative:
Continuation of d10: product ID 97745nt. Serial# (B)(6): product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced several issues with an implantable neurostimulator used for pain management. The patient described feeling a "little shock or strong current" at the lead site and noted that the device's battery drained rapidly from 100% to 30% within a few hours, becoming completely depleted by the next morning. The device continued to drain within 24 hours after adjustments. An error code indicated "unable to reset your unit to desired setting," and the intensity levels could only be increased to a certain point. Scar tissue buildup was mentioned as potentially affecting the device's functionality. The patient also reported frequent depletion of the controller battery and difficulty fully charging the implantable neurostimulator battery before needing to charge the controller. The patient had to switch programming groups due to issues with group a settings and speculated that lead movement might be causing problems. Troubleshooting steps included resetting the controller and recharging the implantable neurostimulator, which showed improved charging results. The patient was advised to monitor the issue and contact their healthcare provider if needed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745nt (serial: (B)(6) ; product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.